Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted (B)(6) 2015; 6935m55 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.